Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not perform troubleshooting for the high blood glucose reading. Customer also reported blank display. The issue was not resolved since water damaged the display already. Customer treated their high blood glucose with pen. Insulin pump will be returning for analysis.